Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous segment of the mid to distal lad. The pre-dilated lesion could not be crossed with the device, and there were concerns about fraying (deformation) at the tip, so its use was discontinued. The lesion was dilated again from the proximal side with a cutting balloon, and a 2.5/ 22 orsiro mission was placed, completing the procedure.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous segment of the mid to distal lad. The pre-dilated lesion could not be crossed with the device, and there were concerns about fraying (deformation) at the tip, so its use was discontinued. The lesion was dilated again from the proximal side with a cutting balloon, and a 2.5/ 22 orsiro mission was placed, completing the procedure.